Event description:
Customer reported experiencing a past incident of high blood glucose, but the specific level was not known as it displayed simply as "high." Cause was not known. To resolve the issue, the customer replaced the infusion set and cartridge supplies and administered a correction injection. Technical support advised the customer to consult with their healthcare provider to identify possible factors affecting blood glucose levels.